Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer is wearing one of the effected lot numbers from the recall. The customer was advised not to wear these reservoirs. It was stated that the customer tested her blood glucose and the blood glucose meter just said "high". The customer was throwing large ketones and she is on the way to the hospital. No further information was provided.